Event description:
Per written report received from canada: three incidents in which, "customer reports that the filter appears to be leaking at junction/bond of distal end; this has happened at least 3 times in one week. Leaks are occurring during infusions. Samples not available due to contamination with chemotherapy drugs. No pt injury reported."

Manufacturer narrative:
Inspection of millipore filter air vents revealed fluid leakage could occasionally occur at low pressures and/or during normal gravity infusions. Millipore, the supplier of the filter, identified the root cause for the leaking condition and has reported the cause was attributed to air vent mfg process changes. These process changes were specifically linked to changes in air vent welding operations. Millipore is currently validating a different vent seal process which should provide a more robust vent seal, and resolve the reported difficulties. Baxter has also implemented actions to challenge the robustness of the air vent during co's set assembly process.